Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device broke down and the tip of the device remained inside the duodenum of the patient. The tip of the device was retrieved using a basket and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device broke down and the tip of the device remained inside the duodenum of the patient. The tip of the device was retrieved using a basket and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: device code a0501 captures the reportable event of distal tip detachment of device or device component. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. H11: investigation results: the injection gold probe was not returned, however, the customer provided picture where it was possible to observe that the gold tip was fully detached. The reported event was confirmed. Based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. After media analysis it was observed that the tip was detached, however, the most probable cause of the reported issues cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: investigation results an injection gold probe was received for analysis. Visual examination of the returned device revealed that the gold tip was fully detached, the catheter had few traces of adhesive. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event was confirmed. Based on the available information, it was concluded that the manufacturing process was capable of ensuring the correct assembly of the tip. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device broke down and the tip of the device remained inside the duodenum of the patient. The tip of the device was retrieved using a basket and completed the procedure. There were no patient complications reported as a result of this event.